Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigation's are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with an abbott diabetes care (adc) device. The customer reported low sensor readings and experienced symptoms described as dizziness and "no longer in control of the senses." The customer was unable to self-treat due to their symptoms and had contact with a healthcare professional (hcp). The hcp obtained a laboratory blood glucose result of 586 mg/dl compared to a sensor scan reading of 62 mg/dl. The results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute) and the length of sensor wear was for 5 days. The customer was provided 2x1000 ml of sterofundin, 8 iu of insulin (humalog), 62 mg of dimenhydrinate (vomex), and 100 ml of a saline solution (natl) for treatment, all intravenously. There was no report of death or permanent injury associated with this event.

Event description:
A low glucose reading issue was reported with an abbott diabetes care (adc) device. The customer reported low sensor readings and experienced symptoms described as dizziness and "no longer in control of the senses." The customer was unable to self-treat due to their symptoms and had contact with a healthcare professional (hcp). The hcp obtained a hcp meter blood glucose result of 586 mg/dl compared to a sensor scan reading of 62 mg/dl. The results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. The hcp also obtained a laboratory reading of 642 mg/dl compared to a sensor scan reading of 63 mg/dl. The results, when plotted on a parkes error grid, fall into the "out of range" zone, showing the difference in values to be clinically significant. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute) and the length of sensor wear was for 5 days. The customer was provided 2x1000 ml of sterofundin, 8 iu of insulin (humalog), 62 mg of dimenhydrinate (vomex), and 100 ml of a saline solution (natl) for treatment, all intravenously. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. This serves as a correction report. The following sections have been updated from the initial report: b5 - describe event or problem, b6 - relevant test/laboratory data all pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 3 sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation conducted under qr1081093. This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK. Section d4 (primary UDI number) has been updated. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with an abbott diabetes care (adc) device. The customer reported low sensor readings and experienced symptoms described as dizziness and "no longer in control of the senses." The customer was unable to self-treat due to their symptoms and had contact with a healthcare professional (hcp). The hcp obtained a hcp meter blood glucose result of 586 mg/dl compared to a sensor scan reading of 62 mg/dl. The results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. The hcp also obtained a laboratory reading of 642 mg/dl compared to a sensor scan reading of 63 mg/dl. The results, when plotted on a parkes error grid, fall into the "out of range" zone, showing the difference in values to be clinically significant. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute) and the length of sensor wear was for 5 days. The customer was provided 2x1000 ml of sterofundin, 8 iu of insulin (humalog), 62 mg of dimenhydrinate (vomex), and 100 ml of a saline solution (natl) for treatment, all intravenously. There was no report of death or permanent injury associated with this event.